Event description:
Procedure type: unk. According to the reporter: when trying to fire device, the device grinded and would not fire the tacks. No pt injury reported.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated 02/08/2010, therefore, this report requires a 5 day MDR based on this new info.